Event description:
Event description cpi received information that an endotak lead (0064) had rubbed against the implantable cardioverter defibrillator (ICD) and caused the patient to receive inappropriate shocks. An invasive procedure was performed, and the physician decided to cap the lead due to an insulation problem.